Event description:
It was reported to philips that the system was unable to produce x-rays the device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.